Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl. The customer reported that the infusion set cannula was bent. Troubleshooting was not performed for high blood glucose and performed for bent cannula. The insulin pump will not be and infusion set will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. (B)(4).